Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's mother stated that during a bolus attempt the numbers cycled on their own and the up and down arrow keys are sticking. Troubleshooting for keypad anomaly was performed. Customer's mother could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would need to be replaced.